Event description:
Note: this is one of two reports related to the same event (MFR. Report # 3005099803-2013-08540 and MFR. Report # 3005099803-2013-08539). It was reported to boston scientific corporation that an ultraflex esophageal covered stent (the subject of MFR. Report # 3005099803-2013-08540) was implanted during a procedure on (B)(6) 2012. According to the complainant, the first ultraflex stent was implanted on (B)(6) 2011 for treatment of a malignant esophageal lesion. The lesion was approximately 8cm in length and located within the distal esophagus. The patient anatomy was noted to be tortuous and the anatomy was dilated prior to the procedure. The stent was implanted successfully with no issues. On (B)(6) 2013, the patient was experiencing dysphagia and it was determined that the stent was blocked. On (B)(6) 2013, the patient underwent a stent placement procedure to open up the blocked stent. During the procedure, when the ultraflex esophageal covered ng stent system (the subject of MFR. Report # 3005099803-2013-08539) was inserted into the patient, the proximal end of the catheter became kinked and the stent deployed by approximately 1mm as the stent system was being advanced through the patient anatomy. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex esophageal stent system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of blocked stent. The complainant indicated that the device will not be returned for evaluation as it remains implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.